Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia repair surgery, the thread broke at the end of the skin closure. A new suture is used without any issue. There was no patient injury.